Manufacturer narrative:
Photo analysis evaluation: it is not possible to determine the lot number or catalog through the photos provided. Rupture: no observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side textured, capsular contracture baker grade IV, and "hole, non specific". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported, left side textured. Capsular contracture, baker grade IV. And "hole, non specific". Device has been explanted and replaced.